Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported that the customer was contacted and he stated he was in extreme pain due to having cuff surgery and not having pain. The customer stated he was shaky and weak and thought his blood glucose was high. He tested an hour back and it was in the high 200 mg/dl range. Customer experienced fruity breath, nausea, diarrhea, difficulty breathing and fatigue. Because of staggered talking and lack of response the paramedics were called to assist the customer. The customer was contacted later and he stated that he was taken to the hospital. He was given saline IV and blood glucose dropped to 70 mg/dl when arriving to the hospital. The customer stated he did not receive any treatment at the hospital as they believed he was drunk and was sent home. Customer believes he may have had ketones. Current blood glucose is 148 mg/dl. He was advised to do a complete set change.